Manufacturer narrative:
The main component of the system and other applicable component is: product ID: 7489-51, serial#: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported there was high impedances on the lead. Electrodes 0, 1, and 2 were greater than 4000 ohms. The programming was changed; the patient was stimulated using electrode 3 (monopolar). The ins then came to "fds" and needed to be changed. The physician decided to organize the ins replacement and test the lead and extension in perioperative. All impedances of the lead were ok during perioperative lead testing. The impedances were ok after the ins and extension replacement. The issue was resolved. There was no further patient complication associated with the event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that there was no issue with the ins, it was changed because of normal use fds (end of life). The ins was changed with a new model from the manufacturer.

Manufacturer narrative:
Analysis found the ins reached its normal end of life and that there was no significant anomaly with the extension. If information is provided in the future, a supplemental report will be issued.